Manufacturer narrative:
Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020 the patient underwent an open reduction internal fixation (orif) surgery by using the trochanteric fixation nail advanced (tfna) implants. The insertion of the tfna implants was completed and then the surgical incision was completed under an image intensifier. The surgery was successfully completed without any delay. A post surgical x-ray confirmed that the blade had been displaced medially to the femur. Concomitant devices: unknown locking screws (part# unknown, lot# unknown, quantity# unknown) unknown end caps: tfna (part# unknown, lot# unknown, quantity# unknown) unknown nails: tfna (part# unknown, lot# unknown, quantity# unknown) this report is for one (1) tfna helical blade 95mm sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: review of the two films shows that the blade slid, not displaced medially about 2-3 mm in reference to the nail and the distal fracture fragment. However, the blade did not slide or ¿displace¿ in reference to the proximal femoral head fragment, meaning there was no cutout or medial migration of the blade. So, I can confirm the complaint product was not returned therefore no further investigation possible. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. B3: event year is reported as 2020; however exact date of postoperative tfna blade migration is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.